Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the hcp called for MRI compatibility for a patient who was post phase 1 and 2 for dbs surgery. The caller said the patient had a head frame placed back in may and the electrodes placed already. The caller said they did a "replacement of the post received." It was asked if the caller believed it was routine for the dbs surgery but they weren't certain. The caller was not found in registration. Caller noted the prescribing physician, but didn't know who the managing physician was. Additional information received from a hcp and reported that the patient was not able to have their ins placed due to infection. The hcp reported that the cranial site was drained and cleaned. No further patient complications have been reported as a result of this event. There were no further complications reported.